Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was between 20 to 30 mg/dl. The customer experienced seizures during the event. About 6 days later, the customer experienced another low blood glucose event in which the blood glucose reading was in the 30 mg/dl range or higher. The most recent blood glucose reading was 316 mg/dl, which she treated. She stated that she felt okay. She did not know the perceived cause of the hospitalization. She also reported that the sensor glucose readings were inaccurate. On one occasion, the sensor glucose reading would alert low when her blood glucose reading was 180 mg/dl. The customer stated that she did not believe there was any issue with the insulin pump and declined troubleshooting assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.